Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, central scratches were found on the lens upon implantation. The surgeon was concerned that there could be a flaw in the cartridges. The lens was replaced during the same procedure with no harm to the patient. Additional information has been requested.